Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coaxial bone cleaning tip was being used in a procedure when the tip came detached in the middle and fell off. It was confirmed that the tip or no fragments from the tip fell into the surgical site. The procedure was completed successfully with the use of a back up device. There were no patient or user injuries, and no adverse consequences.